Manufacturer narrative:
(B)(4). Approximate age of device - 91 days. The patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 during an outpatient clinic visit it was determined that the patient had a driveline infection. A culture revealed (B)(6) at the driveline exit site. The patient was treated with bactrim and suppressive antibiotics. No further information was provided.